Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and bent cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia and the emergency room visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room due to blood glucose levels reaching up to 234 mg/dl (13 mmol/l while wearing the pod for 12 hours. The patient stated that they did not feel cannula insertion at the time of application. Symptoms reported included persistent hyperglycemia unresponsive to multiple correction boluses, positive ketones (reported at 2.1 mmol/l), nausea, chest pain, and neck pain. The patient removed the pod prior to presenting to the emergency department and observed that the cannula was bent with no visible sign of skin penetration. Upon evaluation in the emergency department on 10 mar 2026, the patient was treated with intravenous fluids and blood pressure monitoring during an approximately five-hour visit. The patient reported receiving insulin via a newly applied pod prior to receiving medical care. The patient was discharged on the same day. No further information was provided.